Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 90% stenosed and 10mm long target lesion was located in the second obtuse marginal (om) coronary artery with a reference vessel diameter of 2.25mm. The lesion was treated with predilation and a 2.25x12mm taxus liberte atom stent was implanted. Following deployment of this stent, a type "a" dissection was noted at the distal edge of the second om. It was treated with deployment of a 2.25x8mm taxus liberte stent. Following post dilation residual stenosis was 0%. A second lesion that was 90% stenosed and 40mm long located in the proximal circumflex artery with a reference vessel diameter of 2.25mm was treated with predilation and deployment of 3 taxus liberte stents, 2.25x12mm, 3.0x16mm and 2.25x8mm, followed by post dilation resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 90% stenosed and 10mm long target lesion was located in the second obtuse marginal (om) coronary artery with a reference vessel diameter of 2.25mm. The lesion was treated with predilation and a 2.25x12mm taxus liberte atom stent was implanted. Following deployment of this stent, a type "a" dissection was noted at the distal edge of the second om. It was treated with deployment of a 2.25x8mm taxus liberte stent. Following post dilation residual stenosis was 0%. A second lesion that was 90% stenosed and 40mm long located in the proximal circumflex artery with a reference vessel diameter of 2.25mm was treated with predilation and deployment of 3 taxus liberte stents, 2.25x12mm, 3.0x16mm and 2.25x8mm, followed by post dilation resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).